Event description:
It was reported that a dissection occurred. The 90% stenosed, mildly tortuous and moderately calcified target lesion was located in the osteo-proximal right coronary artery. The lesion was pre-dilated with a 3.00 x 9 semi-compliant balloon. A 4.00 x 20 synergy was deployed at 14 atm for 10 seconds with no issues. After post-dilation of the stent with a 4.00 x 8 non-compliant balloon, a type b, non-flow limiting, distal edge dissection was noted. A 3.50 x 16 synergy was deployed to cover the dissection. The procedure was completed successfully and the patient was stable post procedure.